Event description:
The event was reported as: the user was unable to deflate the cuff. No report of patient injury.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.